Event description:
It was reported that a large volume pump module was involved in a medication over infusion. The event occurred on (B)(6) 2025, around 16:30 - 18:30. The intended rate of infusion was 21ml/hr, with a volume to be infused of 250ml. The intralipid fat was set to run 21ml/hr for 12 hours and the pump failed, administering the whole bag within two hours. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: age at time of event, date of birth, sex, weight, device eval by manufacturer?, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported of over infusion event could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related to the reported issue, the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of pump modules and pcu error logs showed no errors related to the reported incident. On (B)(6) 2025, at 5:15 pm, an infusion of lipid emulsion 20% with the reported parameters was programmed in the suspect device with a rate of 21ml/h and vtbi (volume to be infused) of 250ml. The profile in use was identified as ¿adult med_surg¿. The infusion started with a primary volume infused (pvi) of 7269.44 ml. At 6:31 pm the infusion of the concomitant pump module s/n (B)(6) was completed with a pvi of 1459.39ml, then, the vtbi was changed to 100ml, and a new infusion started. From 6:38 pm to 6:41 pm the suspect pump module alarmed two (2) times by air in line alarm, then, the suspect pump module was powered off with a pvi of 7298.68ml. The infusion with the suspect pump started at 5:15 pm with a pvi of 7269.44ml. At 6:41 pm the infusion was powered off with a pvi of 7298.68ml. The total volume infused recorded was calculated to be 29.24ml in 86 minutes. This value was derived by subtracting the initial accumulated pvi (primary volume infused) = 7269.44ml at the start of the infusion from the final pvi (primary volume infused) = 7298.68ml at the end of the infusion. No further infusions with the suspect device were performed the day of the reported event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The bezel assembly date code was noted as june 2017 (recall affected). Pump modules manufactured between april of 2011 and june of 2017, using the plastic material fr-110, have the potential to separate at the bezel posts. Recall: mms-21-4400 was released in june of 2021. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism assembly as it was disassembled during the investigation. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Note that this report lists imdrf annex a090202, g05005, c16, d03 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module was involved in a medication over infusion. The event occurred on (B)(6) 2025, around 16:30, 18:30. The intended rate of infusion was 21ml/hr, with a volume to be infused of 250ml. The intralipid fat was set to run 21ml/hr for 12 hours and the pump failed, administering the whole bag within two hours. There was patient involvement but impact is unknown.